Manufacturer narrative:
Follow-up # 1 ¿ (10/08/2014), the lay user/patient¿s meter and test strips have been returned on 09/23/2014 and 10/27/2014, respectively, and evaluated by lifescan product analysis on 10/06/2014 and 10/08/2014 with the following findings: the meter passed all testing with no faults found, the reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch verio iq meter read inaccurately high. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests her blood glucose 4x daily and her results are usually around ¿120-140 mg/dl.¿ the patient manages her diabetes with humalog insulin, actraphane insulin and glucophage pills. The alleged issue began on (B)(6) 2014. The patient reported obtaining a blood glucose result of ¿189 mg/dl¿ with the subject meter. The patient also reported comparing results of ¿164 mg/dl, 160 mg/dl and 144 mg/dl¿ on the subject meter with results of ¿134 mg/dl, 110 mg/dl and 98 mg/dl¿ with another device, performed greater than 30 minutes of each other, respectively. The patient denied making changes to her usual management routine. Several months after the start of the alleged issue, the patient claimed she felt low blood glucose symptoms of ¿can¿t see very sharp with her eyes, sweat and trembles.¿ the patient drank apple juice as treatment and felt better about 30 minutes after. The patient could not specify results obtained on the subject meter just prior to the onset of her reported symptoms but denied making changes to her usual management routine. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.